Manufacturer narrative:
The service repair is cancelled. No further information is available complaint will be closed and in the event new information was to become available, this record will be reopened and updated.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had a helium leak and did not pass the test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1. Event site name: (B)(6).